Event description:
The sister of a male pt contacted lifecor customer support to report that the pt had passed away. She stated that the pt was home alone. When the family found the pt the device was alarming to call ambulance. Family members activated emergency medical services (ems), but the pt did not survive.

Manufacturer narrative:
Device manufacture date: monitor, electrode belt - 07/2008. Device eval: the monitor was returned and was found to be fully functional. It was retested and restocked. The e-belt was not returned. The family thought the electrode belt was garbage since the gel was deployed. Attached is the event analysis report and the ECG strips. Conclusion: a man experienced five appropriate shocks. Although each arrhythmia was successfully converted to a slower organized rhythm by a 150-joule shock, the pt eventually went into asystole and died. The lifevest properly detected asystole.